Event description:
The reporter stated that the toric single piece silicone lens model aa4203tl tore upon insertion into the eye and there was no patient injury or incision enlargement or suture required to remove and replace the lens.

Manufacturer narrative:
A visual inspection of the returned product shows the lens optic & haptic is torn off in half. There is clear and reddish surgical residue on the lens. Conclusion-no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that cartridge and injector were not returned for evaluation.